Event description:
Additionally, the health professional reported that the symptoms resolved 13 days post-onset.

Manufacturer narrative:
Corrected data: a1.

Event description:
Additionally, the health professional reported that the symptoms resolved 13 days post-onset.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the nasolabial grooves with 1 syringe of juvéderm® volift¿ with lidocaine and in the lips with 1 syringe of juvéderm® volbella¿ with lidocaine. Four days later, the patient reported the presence of ¿oedema and redness¿ that has been present for 1-2 days and only felt ¿discomfort.¿ the patient came in for a check up and presented with ¿inflammation/irritation, heat, and inflammatory nodule, with a feeling of discomfort¿ at the nasolabial fold. The patient was treated with augmentin and deltacortene. The patient was seen again 4 days later, and the event had improved. Treatment was continued. Four days later, the events continued to improve, and the patient had completed cortisone therapy. Augmentin was continued for another 9 days. Three days later, the event completely resolved, and the patient was instructed to complete augmentin treatment. Event has been resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00029 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.